Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 3. On (B)(6) 2024 loss of osseointegration was verified. Patient presented with bone type IV, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, abscess, fistula and inflammation. No further patient complications were reported.